Event description:
It was reported by the rep the device was used in a laparoscopic nissen fundoplication. It was reported the trocar gasket tore. A 10mm scope was in the trocar. There was no consequence to the pt.